Manufacturer narrative:
Note: this report is a correction. This report was filed on 10/14/15 incorrectly as report 3005920706-2015-00027, the correct designation for this report is 3005920706-2015-00029. A comprehensive investigation was conducted on discovery. All acell devices are terminally sterilized via e-beam to a sterility assurance level of 10-6. All acell devices are packaged in a validated double pouched sterile barrier configuration and instructions stipulate handling conditions to preserve sterility. A review of the manufacturing records for this lot identified no substantial deviation and purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. A sister graft from the same lot was tested at an outside independent lab for sterility and results of no growth substantiated the unit was sterile. A second sister graft was tested and met all final lot release specifications. There was no report of device failure at the time of surgery. This MDR has been filed out of an abundance of caution.

Event description:
On (B)(6) 2015 a "high risk anastomosis" was performed by colorectal surgeon dr. (B)(6) and the anastomosis was reinforced with an acell device. On (B)(6) 2015 the surgeon reported the patient had developed an abscess at the site and the patient had been readmitted to the hospital.